Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 11.0 cm from the connector pin due to friction to the can. This would cause the reported noise anomaly.

Event description:
It was reported that the patient presented to clinic suffering syncopal symptoms. The pulse generator was sensing noise on the ventricular lead and failed to provide the appropriate atrial and ventricular pacing sup port. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.